Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for initial implant procedure. After tying down the right ventricular and right atrial leads and connecting it to the device, ultrasound revealed that one of the leads had gone through an artery. The leads were removed to treat the bleeding. After the bleeding slowed, the physician attempted to reposition the right ventricular lead in the atrium but the helix would not extend. Both leads were replaced. Patient was stable with no further adverse events.